Event description:
It was reported that the patient could not set ipg to MRI mode. Diagnostic testing confirmed impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 where both leads were replaced to address the issue. Slight migration was observed with original leads as well.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.